Event description:
It was reported that during a lap cholecystectomy procedure the device was stuck in the closed position after firing. This happened post firing, no tissue was involved when the device would not open. They used a second device to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).